Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing broke off in pump. IV tubing separated while inside the pump. It was replaced and the second set separated as well. Tubing was connected to a patient at the time but no harm was caused to the patient.

Event description:
It was reported that the tubing broke off in pump. It was noted that the IV tubing separated while inside the pump. It was replaced and the second set separated as well. The tubing was connected to a patient at the time, however; no harm was caused to the patient. Although requested, no patient demographics were provided.

Manufacturer narrative:
Cont¿d from d.11: 10ml bd syringe, lot: 9100672, exp: 2022-03-31, 0.9% sodium chloride injection; non-bd extension. Additional information provided: d.11. The customer's report that the tubing broke off/separated in pump was not confirmed. The set samples were visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the sets noted the drip chamber components cut/cut off. No other anomalies was observed. Functional testing was deemed unnecessary due to the obvious damage. Further handling/tug of these sets tubing engagements observed no separations or issues. The root cause was not identified.